Event description:
It was reported that the user experienced skin irritation consistent with an allergic reaction at the infusion set site while using the pump, followed by elevated blood glucose. Symptoms included local skin irritation and hyperglycemia. Outcomes included no reported alerts or alarms and no hospitalization. Investigation included review of available complaint details, assessment for device alarms, and request for additional information from the user. Investigation of this case revealed insufficient information to confirm a device malfunction or infusion set failure, and no device component issue was identified from the report. It was concluded, based on previously established findings for similar reports, that the cause was unclear pending additional information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.